Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The hcp reported that the patient¿s ins was no long working but was unsure if the patient had seen their managing physician to confirm end of life. No further complications were reported.